Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a coding issue with her one touch ultra meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The patient reported that the alleged issue with the subject meter's code began on an unspecified day in (B)(6) 2011. She reported checking her glucose once a day and managing her diabetes with lantus insulin (20u/per night) and due to the alleged issue, she denied making any changes to her usual diabetes management routine. The patient claimed the same day the meter stopped working, after the alleged issue started, she woke up at midnight feeling sweaty and with chest pains. In response to her symptoms, she reported immediately calling for an ambulance and was taken to the emergency room (ER). She stated that she was tested with the ER meter and a result of "18 mg/dl" was obtained. The patient reported that she was treated with IV glucose and was admitted for 3 days due to some heart problems. During the initial call with customer service, the agent noted that the patient was unable to code the subject meter. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, developed symptoms of a serious injury and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.